Event description:
A pharmacy technician was assembling a 250ml IV bag with a vial of vancomycin using an addease binary connector. After repeating this function several times, he felt severe pain in his arm and needed medical treatment. This was the second technician who experienced the same pain upon assembly of addease with a 250ml bag. Dose or amount: na. Dates of use: 2009. Diagnosis or reason for use: sterile compounding. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.